Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a crack and missing part. The damage was located on top of the reservoir compartment where you screw in the reservoir. Customer's blood glucose level was 5.8 mmol/l. The device was not returned.

Manufacturer narrative:
The insulin pump was received unable to perform displacement test due to missing the retainer. The insulin pump had missing display window cover, missing serial number label and minor scratches on the lcd window.